Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies was explanted due to long charge times. The device was explanted, replaced and returned to guidant for analysis.